Event description:
This case was initially received via FDA medwatch program (B)(4) on (B)(6) 2011. Follow-up was received from the patient on (B)(6) 2011. The patient said she had to endure her symptoms for the last 10 years, with the last five years being very painful. The patient stated that after prayer and fasting she feels much better. The patient said that she had endured physical and mental pain due to use of super poligrip. She said that she had undergone multiple diagnostic tests including the following that were performed on (B)(6) 2009: complete blood count with differential, urinalysis, complete metabolic panel, uric acid, lipid, thyroid stimulating hormone and knee radiographs. The patient was diagnosed with joint pain, arthritis and fatigue. Currently the patient is (B)(6). The patient was in her (B)(6) at the onset of symptoms.

Manufacturer narrative:
Additional lot number: unk. Poligrip variants are manufactured in (B)(4), and neither the products nor lot numbers for these products are available. (B)(4).